Event description:
It was reported that the plastic port of the recanalization catheter broke off prior to use. There was no pt involvement.

Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfxi0973. The device was returned. The investigation is confirmed for a break as the saline port was returned broken off of the y-connector. Per the complaint comments, the catheter remained in the packaging hoop as the user was connecting the catheter to the transducer and while turning the catheter, the plastic side port broken off.